Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The lot 6005150 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). Complaint investigations. A sample was provided and the y-cap connector hub was found to be damaged, the needle was missing in the y-cap connector hub and the needle was stuck in the membrane of reservoir. The flow test is unable to performed due to the sample condition. The following test was performed: visual inspection according to with wi version 18 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with version 9 test on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6005150 was manufactured according to the device history record (DHR) document version 66 on theinset 06, on 21/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no defects or damages on the returned samples, no reported harm, no non-conformance (nc) raised during production,no other one complaint has been registered in tw since the last 12 months.

Manufacturer narrative:
MDR 3003442380-2024-02842 - device 3 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient received an occlusion message in the night and did not hear it. When patient wanted to change the infusion set in the morning, she noticed that the cannula in the adapter was stuck at an angle in the ampoule. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.